Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump's reservoir connection ring was broken. There was no indication of troubleshooting or any indication of whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.